Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 27-feb-2018 with the following findings: a review of the pump history showed a temp basal program started on (B)(6) 2018 at 18:25 followed by an unexplained reboot at 18:40. The pump was powered back on (B)(6) 2018 at 11:50 but insulin deliveries never resumed. The pump history showed temp basal programs run on (B)(6), (B)(6) 2018, (B)(6) 2017. During investigation, the pump was exercised for 24 hours with a 2.0u/hr basal rate; at end of testing the basal history correctly showed 2.0u and the total daily dose (tdd) record showed 48.0u. The tdd¿s added up correctly and reflected the user¿s programmed basal rates. The pump passed delivery accuracy testing with no delivery defects found. The pump was found to be delivering within required range and delivering accurately. No warnings, alarms or delivery interruptions occurred during the testing. The complaint of inaccurate delivery was not duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4)

Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas alleging a history/settings (inaccurate delivery) issue. It was reported that there was an alleged inaccurate delivery issue with the pump. There was no allegation of an adverse event with this complaint. This complaint is being reported as there is an allegation against the delivery function of the pump.